Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error related to failure in device's lcd was observed. The device's lcd was replaced to address the issue. In addition of the above evaluation, no sound was found to occur from speaker 1 when "loss of power" alarm occurred, so the front panel/keypad led board were replaced to address the issue. The technician performed repair test, alarm checking, battery checking, run testing, and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.

Manufacturer narrative:
Previously it was reported that, a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error related to failure in device's lcd was observed. The device's lcd was replaced to address the issue. In addition of the above evaluation, no sound was found to occur from speaker 1 when "loss of power" alarm occurred, so the front panel/keypad led board were replaced to address the issue. The technician performed repair test, alarm checking, battery checking, run testing, and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.